Manufacturer narrative:
The stm also found that the helium knob was original and showing wear. The stm installed new helium knob.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the battery of the cs300 intra-aortic balloon pump (iabp) could not meet the runtime requirement. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the batteries. A full system calibration, functionality, and safety checks were performed and passed to factory specifications. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the battery of the cs300 intra-aortic balloon pump (iabp) could not meet the runtime requirement. There was no patient involvement, thus no adverse event was reported.